Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a loose drive support disk. The device had a cracked case near the corners of the display window.

Event description:
It was reported that the customer had issues during prime/rewind. The blood glucose reading was 178mg/dl. The caller stated that the insulin pump alarmed. Advised the mother that the insulin pump would be replaced. No further information was provided.